Event description:
Customer reported that after 5 minutes of fluoro, the circuit breaker tripped. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the circuit breaker and suppressor. System operates as intended.